Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry system on all floors is not working and that no data is being sent from the telemetry boxes with no signal in sectors. The device was in use on a patient. There was no report of patient or user harm.